Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient who was receiving lioresal 2000 mcg/ml; 748.1 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2016. It was reported the patient had a pump replacement due to normal battery depletion on (B)(6) 2016. The patient developed intrathecal baclofen underdose and withdrawal symptoms. On (B)(6) 2016 the patient experienced a sudden onset of increased spasticity, sweatiness, irritability and agitation. An intrathecal baclofen bolus dose of 100 mcg was given on (B)(6) 2016 at 4:30 pm. The patient seemed to settle down for two hours and did better. Then after that the patient developed tachycardia and was twitchy with increased spasticity. At 10pm on (B)(6) 2016 the patient was admitted to the intensive care unit. Ativan was given on (B)(6) 2016. The patient had a fever, was twitchy and their heart rate was in the 200 range. The patient was given 20 mg oral baclofen at 0500. The representative was contacted (B)(6) 2016 as she was at the pump replacement surgery. There were surgery complications and it was a prolonged surgery. The hcp was not sure a large enough bolus dose was programmed due to possibly a miscalculation with the catheter. One to two cc was aspirated from the catheter to confirm patency at the replacement surgery. On (B)(6) 2016 the healthcare provider indicated the surgery complications were referring to the symptoms that the patient developed. It was unknown what caused the complications, but they felt it was due to the surgery itself, maybe a tough recovery, as there were no tests or interventions done. The patient was monitored with no pump changes, and the patient got better on their own. The patient's father thought everything was fine, and the patient was being seen in the office on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.